Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a motor error alarm while delivering bolus on the insulin pump. The customer's blood glucose level was 174 mg/dl. The troubleshooting was performed. The customer was advised to return the insulin pump and with the battery and zero out basal rates. The patient was advised to discontinue the use of the insulin pump and we will replace it. No further information was reported.